Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of partial balloon detachment from the catheter. Approximately 8cm of the distal end of the catheter had been cut from the remainder of the device and this distal section of the catheter was returned for evaluation. The distal section of the catheter is where the balloon component is located. The balloon components is made from a material that is a soft and flexible. Our evaluation of the returned section of the device confirmed that the balloon material has split near the joints and has detached from the catheter. The balloon material is cylindrical in shape and is secured to the catheter at both ends (balloon joints). The joints where the balloon is secured to the catheter remain intact, but the balloon materials has split near both joints entirely around the circumference, creating the detachment of the balloon material the detached balloon material is estimated to be 10mm in length and was not included in the return. A discrepancy or anomaly that could have contributed to this observation was not observed during our analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurence is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided indicated the balloon inflated properly prior to use and this occurred upon the last sweep of the common bile duct. Therefore, the balloon was intact and functioning prior to use and for the initial sweeps of the common bile duct. Damage to the balloon material can occur if the balloon material comes into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. If the balloon is inflated with an alternative medium, such as water, contrast or saline, this can compromise the integrity of the balloon. Other possible factors that can contribute to balloon material detachment include exceeding the recommended inflation volume, applying excessive force during extraction, or reusing the device. Prior to distribution, all fusion quattro extraction balloons are subjected to an air inflation test to ensure proper balloon function. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: the appropriate internal personnel were informed of this occurrence in an effort to heighten awareness. No further action warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion quattro extraction balloon. During the final balloon sweep of the common bile duct, the balloon was reported to "burst" and "shred". A section of the balloon material detached from the catheter and was left at the opening of the papilla after the device was removed from the endoscope. An extraction basket was used to remove the section of balloon material from the patient. Other than the section of balloon material, a foreign object did not have to be retrieved from the patient. No additional medical procedures were required, due to this occurrence. The patient did not experience any adverse effects due to this observation.